Event description:
An endurant stent graft system was implanted in a patient for the endovascular emergent treatment of an abdominal aortic aneurysm approximately two years ago. A 6.5 cm fusiform aneurysm with an infra-renal angle of 11 degrees was reported. Proximal aorta was 27-23 mm in diameter. Distal aorta was 39 mm in diameter. Right iliac artery was 16-18-16 mm in diameter and the left iliac artery was 14-16-17 mm in diameter. The right femoral artery was 16 mm in diameter and the left femoral artery was 14 mm in diameter. The right and left iliac arteries were moderately tortuous with 10% stenosis. The circumferential aorta had 15% mural thrombus/calcification. It was reported that at implant the proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. On final angiogram, a type IV endoleak, just above the flow divider, was discovered and left uncorrected. It was reported that the patient passed away due to recurrent e coli sepsis. An autopsy was not performed and the death report is not available. Investigator assessment of event was not provided.

Event description:
Additional information was received that the death was not related to the study device or procedure. Further information was received that the sepsis was from the aortic root abcess. This was not related to stent graft or procedure leading to death per the investigator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (death, infection). Cause of event is unknown. Conclusion: cause of event is unknown.